Event description:
During surgery screw broke while inserting into lateral mass. The doctor tried for over one half hour to remove the broken fragment and could not. He left the fragment and used a three hole plate.